Manufacturer narrative:
The customer reported that a tile on the central nurse's station (cns) was flickering from one room to another. The biomedical engineer checked to make sure the ip address was not the same on both involved bedside monitors (bsm), which was not the case. Technical services advised the biomedical engineer to reboot one of the bsm devices, which resolved the issue. There were patients being monitored on the central nurse's station (cns), however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a tile on the central nurse's station (cns) was flickering from one room to another.